Manufacturer narrative:
On 12/19/2018, mentor received additional information about the event: - it was initially reported that the date of event is (B)(6) 2018, the same date as the explantation of the suspect medical devices. New information states that the patient had a bilateral mammogram that showed right implant rupture and that patient was 74 at the time of the event. Date of event has been changed to estimate of (B)(6) 2018. - the patient¿s date of birth is (B)(6) 1943. She was 74 years old at the time of the event. - the procedure for the suspect medical devices was a breast augmentation revision. It was reported that implantation happened in the 1980s. Date of implantation has been estimated to be (B)(6) 1980. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had unknown mentor gel prostheses implanted experienced bilateral rupture of the breast prostheses. The details of the rupture are unknown at the time of this report. As a result, the patient underwent bilateral removal and replacement mentor memorygel breast implant 275cc gel prostheses on (B)(6) 2018; catalog # 3502754bc, s/ns (B)(4). This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-07438 for the contralateral prosthesis.